Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a large gastric pseudocyst causing an extrinsic compression during an axios drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to fully deploy. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient is well following the procedure. Note: photos of the complaint device were provided and it was observed that the axios stent was partially deployed. Photos of the complaint device provided also showed that the dual lumen was protruding out of the handle.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: correction to the initial MDR in blocks b5 and h6 (device codes).

Event description:
It was reported to boston scientific corporation on june 13, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a large gastric pseudocyst causing an extrinsic compression during an axios drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to fully deploy. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient is well following the procedure. Note: photos of the complaint device were provided and it was observed that the axios stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Media and visual inspections found the dual lumen protruding out of the handle. During functional inspection, the catheter was unlocked by sliding it to the right and then the catheter control hub was moved up and down, and the catheter was advanced through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. The length of the stent was measured and found to be within specification. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported events of stent partially deployed and the dual lumen protruding out of the handle. It is most likely that the reported event of dual lumen protruding out of the handle was due to the physician's technique or the procedural and anatomical conditions during the procedure, or it was related to a device problem during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a large gastric pseudocyst causing an extrinsic compression during an axios drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to fully deploy. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient is well following the procedure. Note: photos of the complaint device were provided and it was observed that the axios stent was partially deployed. Photos of the complaint device provided also showed that the dual lumen was protruding out of the handle.